Event description:
A healthcare facility in france reported that a mr290v vented autofeed humidification chamber, provided as part of a rt232 adult optiflow circuit kit, was found leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d2b: product code updated to bze. Section d4: model and catalog number updated to rt232. Section d4: lot number and UDI details were not received. Section d4: PMA/510(k) number updated to k122432. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber identified several cracks around the base of the chamber dome. White residue was observed around the chamber base and inside of the chamber dome. Additional material analysis of the white residue identified that the chamber was most likely exposed to an incompatible chemical. Conclusion: the reported leak was found to be due to several cracks that were observed on the chamber dome. The cracks are most likely due to exposure to an incompatible chemical. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the rt232 breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "For single patient use only. Reuse may result in transmission of infectious substances, interruption to treatment, or serious harm. Attempting to reprocess will result in degradation of material and render the product defective.

Event description:
A healthcare facility in france reported that a mr290v vented autofeed humidification chamber, provided as part of a rt232 adult optiflow circuit kit, was found leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The subject device mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.